Event description:
A customer reported to baxter corporate product surveillance an interlink conti-flo solution set in which a leak was observed. According to the report, there was a leak at an unknown location of the set. The event occurred during priming. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed no defects. The sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed which identified a leak in the tubing approx. 27 inches below the drip chamber outlet port. Closer visual inspection under a microscope showed that, there is a cut in the tubing at the leak location. The cut appears to have a v shape and there are no obvious tool marks present. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.